Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The patient has an irregularity of the cornea and associated reduction in visual acuity. A correction is planned to decentralize laser ablation. The patient should hopefully improve with topography controlled correction.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Logfiles received and analyzed. No technical anomalies noted. Device was working within specifications. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Device has been checked several times on a regularly basis. No technical root cause was identified as the product was found to be within specifications. To the current knowledge, there is no indication for a product problem which (might have) caused or contributed to reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a decentered ablation on a patient's left eye. Additional information has been requested.